Event description:
It was reported that a sheath leak occurred. During a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. Upon insertion of a non-boston scientific catheter into the sheath, bleed back was noted on the back of the valve and the flush port. This occurred on the proximal end of the sheath and the leak was quantified as slow. The pressure bag used for irrigation was well pressurized, and the fluid was flowing. After mapping, the sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that a sheath leak occurred. During a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected for use. Upon insertion of a non-boston scientific catheter into the sheath, bleed back was noted on the back of the valve and the flush port. This occurred on the proximal end of the sheath and the leak was quantified as slow. The pressure bag used for irrigation was well pressurized, and the fluid was flowing. After mapping, the sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory.